Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.2 had a pocket with a broken lid, and four other packages were off the bus in the same drawer. A field service engineer (fse) launched the hardware testing application and removed the pocket from the station. The fse powered the station down, removed the rear panel from drawer two, disconnected the row board cable from the drawer controller board, cleaned the connection, and reconnected the cable. The rear panel was then returned to the drawer, and the station was powered back on. The station deleted the drug and cleared the pocket. Then, the fse added the rear bumper and rj 45 plugs. They verified that all rail bumpers were in place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.